Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The scope detection sensor of the output socket had fatigue. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the fan failure due to wear, because more than 8 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was sent to the olympus service operation repair center (sorc) for inspection. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a fan of the device did not rotate. There was no report of patient injury associated with this event.